Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user unable to login and received unable to authenticate error. A technical support specialist (tss) found in log review that accountalreadylocked, matching the known intrusion detection system (ids) account-lock evaluation defect. Further the tss instructed users were instructed to log into the es webpage and then a domain workstation to reset the ad lockout timestamp and the users were unlocked. Also confirmed that a follow up case would be created to fix deployment knowledge article "medstation es- ad users cannot login with reason accountalreadylocked -user is not valid-invalid extension grant". The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user unable to log in pyxis. -show unable to authenticate error. User tried resetting network/domain password, removing her from the pyxis group and readding, unchecking her pyxis security rights and reselecting and trying to log in on another floor. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.